Event description:
Information was received from a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for non-malignant pain and failed back surgery syndrome. Patient said they had a pump replaced about 2 years ago because it was defective and it shut off on him. Patient said the last time the pump went out on him they had to go to the emergency room (ER).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the first pump he had was defective in 2006. The patient stated that he has no idea why the pump was defective, but he has an allergy to titanium. With the first pump, the hcp encased the pump in silicone, but it did not work. They removed the pump, and they never tried that again with covering the next pump. The patient stated that his current pump was defective also, but they did not know why yet. The patient had a healthcare provider (hcp) that wanted to do a pump study because they think the catheter might be starting to clog. The patient mentioned that when he would go in for refills, they withdrew too much medication from the pump when it should have been empty. The patient was in the process of having a new hcp assigned. The patient will not have the pump checked until the new hcp isassigned. The patient stated that he was not sure if they will replace anything yet. The patient added that the pump started to pop through the skin.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.